Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 for removal of mesh. It was reported that patient underwent gynecological procedures of vaginal enterocele repair, rectocele repair, cystoscopy elevated posterior vault suspension and graft placed posterior vaginal wall on the (B)(6) 2012 due to pop and sui.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2012 by dr. (B)(6).